Event description:
During an ercp procedure, the needle of the needleknife broke off the device. It is unclear if pt was injured and if a follow up procedure was performed for retrieval. The device was destroyed by the user facility and, therefore, will not be returned to this MFR. Since the device was not returned, a failure analysis could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.